Event description:
It was reported that a spectrum pump powered off without user input. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of the pump turning on and off intermittently, which was observed at power up. Evaluation found when using an ac power supply and powering the pump on using either the on/off key or using the slide clamp to open the door, the pump would display an error then power itself off and then on again. This was found to be cause by a seized motor. The failed motor assembly was replaced.